Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 5 years after primary cemented tkr a revision is required due to probable loosening. The orientation of the components cannot be precisely determined due to the one projection and the short xray, but it seems unusual, although we cannot determine the reasons that led to this situation and its possible relationship with the arthroplasty failure. With the information at hand, a definite conclusion about the reasons that led to reoperation cannot be drawn. Batch review performed on 05 february 2019 lot 135168: (B)(4) items manufactured and released on 12 november 2013 . Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 4 years and 8 months after primary surgery, due to loosening of the femoral component.